Event description:
It was reported that the device breaking during the procedure. The pieces were removed.

Manufacturer narrative:
Alleged failure: broken material in the knee during surgery. The failure(s) identified in the investigation is consistent with the complaint. The probable root causes could be: 1) the blade coming in contact with a hard object causing damage to the teeth and hitting the housing edges, 2) excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device breaking during the procedure. The pieces were removed.